Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, and healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the wiring was not working properly, and they needed replacement of the device. It was noted that the device was replaced on (B)(6). There were no patient complications reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1p480 serial# implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, and healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the wiring was not working properly, and they needed replacement of the device. It was noted that they had a lead revision on october 19. There were no patient complications reported as a result of this event.